Event description:
It has been reported to philips that the device was unable to perform exposure. The system was noted to be in clinical use. There was no reported patient or user harm. The field service engineer inspected the system onsite and after the database was repaired and the image disk was reformatted, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use (during the preparation) when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that image storage space is low, resulting in the failure in the exposure. The fse repaired the database and reformatted the image disk, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The system was outside of clinical use when the issue occurred. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.